Event description:
An external customer reported that two achv40 devices had conflicting labels. On both devices, the tyvek pouch and white box flap were labeled achv40, while a different label on the white box identified the device as achv35. The intended procedure was completed using a same-type replacement device, and no patient harm occurred. Because a recurrence of this malfunction could potentially cause or contribute to a serious injury, this event is being reported per part 803.

Manufacturer narrative:
The labeling error was confirmed. Product label (lt-0004) on the carton was marked as a 35mm achv. All other labels on the carton and sterile barrier were marked as 40mm.